Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+3.5/136 (sphere/cylinder/axis), was torn/broke during loading, after opening vial. The lens was not implanted. The lens was replaced with another same model/length lens and the problem was resolved. The eye is well and bcva achieved. The cause of the event was unknown.